Event description:
It was initially reported that during an anterior resection procedure, the device was used to anastomose to perform an end to end anastomosis in the bowel. After firing the device, the anastomosis was checked with irrigation and air was fine. When the anastomosis was visually inspected it was seen that the two ends had separated; staples were present. The procedure was prolonged 120 minutes. Another same like device was used to complete the procedure. The third cdh firing was successful. The patient has been discharged home. Request and received the following information on 6/23/2009: "was there any adverse consequences to the patient as a result of the prolonged or time? No. Were there any problems firing the device? The device fired normally and a crunch was felt by the operator. Were the staples properly formed? Two conflicting accounts, the surgeon says staples were present but the anastomosis was separated, I do not know how they were formed. The nurse says that no staples were fired and that the staples are still in the device. What was the quality of the tissue in the area where the device was fired? Tissue was of good quality. What was the patient pre-op diagnosis? The patient had previously had a cancerous tumor removed, however, this was a redo anterior resection, although exactly why it was being redone was unknown by the nurse. Is any patient information available such as age, sex or weight? No. Has the patient lost any function, as referenced on the complaint form? No report of loss of function currently, although the surgeon feels that there is a potential incontinence as a result of the low anastomosis." Received the following information on 6/26/2009: "I have had conflicting reports on the presence of staples, I will contact the surgeon and ask him for a description of the staple formation and where they were."

Manufacturer narrative:
Information anticipated, but unavailable at this time.